Event description:
This report is being filed after the subsequent review of the following journal article: low-energy fracture of posterolateral tibial plateau: treatment by a posterolateral prone approach. Yu, g., xia, j., zhou, j., & yang, y.(2012) low-energy fracture of posterolateral tibial plateau: treatment by a posterolateral prone approach. J trauma 72, 1416-1423. This was a retrospective study of 15 patients (4 women, 11 men, average age at time of injury was 53.3 years with range 36-78 years) between may 2007 and april 2010. The patient's had fractures of the tibia that were classified as low-energy posterolateral fractures. During that period, the tibial plateau fractures were treated with a precontoured buttress plate (3.5 mm t plate, straight or oblique, synthes or third party) and screws (unspecified). There were no mechanical complications. Two patients experienced 2 slight flexion contractures (both lacked 5 degrees of extension). This report is for 2 of 2 for complaint (B)(4). This report is for an unknown locking compression plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Yu, g., xia, j., zhou, j., & yang, y.(2012) low-energy fracture of posterolateral tibial plateau: treatment by a posterolateral prone approach. J trauma 72, 1416-1423. This report is for an unknown locking compression plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.